Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they had their battery replaced in 2013. The patient had a stroke. The patient could tell immediately it wasn't working because their back was hurting. They went to the hospital and she was told the battery needed to be replaced. No further complications were reported/anticipated. The indication for implant was radicular pain syndrome (radiculopathies).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their depression led to their stroke. They stated that their stroke was unrelated to their device and therapy. No further complications were reported.